Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while testing 2 patient samples with bd multitiest¿ discrepant results were obtained. There was no report of patient impact. The following information was provided by the initial reporter: customer has noticed on two specific patients an odd anomaly. Currently customer is using the bd oneflow lst tube to measure cd3 and cd8 t cells for hiv monitoring. The reason for this is because they are getting significant discrepancies between the cell counts from the facslyric clinical software and dual platform using cell counts from their haematology analysers (sysmex). On running these two patients samples using the lst tube all the cd4 cells appear to co-express cd8. Running exactly the same sample using the tbnk reagent almost all the cd4 cells are single colour positive. The cd4 and cd8 antibody clones used in both products are exactly the same but used on different fluorochromes. Normal controls run with these samples work correctly and generate expected results. Appears to be patient specific but generating what looks like the wrong phenotype using the lst tube. The expected result is as indicated on the cd3/8/45/4 reagent. Please find attached data showing the observation. The colours are light grey from the customers assay so more difficult to see on the lst tube. Attached normal sample showing correct performance of the lst and multitest reagents. Abnormality is patient specific although on 2 different patients. This is not related to covid vaccine status as one patient has had the vaccine, the other hasn¿t. Lab is trying to get more information to see if the observation can be explained by treatment similarities.

Event description:
It was reported while testing 2 patient samples with bd multitiest¿ discrepant results were obtained. There was no report of patient impact. The following information was provided by the initial reporter: customer has noticed on two specific patients an odd anomaly. Currently customer is using the bd oneflow lst tube to measure cd3 and cd8 t cells for hiv monitoring. The reason for this is because they are getting significant discrepancies between the cell counts from the facslyric clinical software and dual platform using cell counts from their haematology analysers (sysmex). On running these two patients samples using the lst tube all the cd4 cells appear to co-express cd8. Running exactly the same sample using the tbnk reagent almost all the cd4 cells are single colour positive. The cd4 and cd8 antibody clones used in both products are exactly the same but used on different fluorochromes. Normal controls run with these samples work correctly and generate expected results. Appears to be patient specific but generating what looks like the wrong phenotype using the lst tube. The expected result is as indicated on the cd3/8/45/4 reagent. Please find attached data showing the observation. The colours are light grey from the customers assay so more difficult to see on the lst tube. Attached normal sample showing correct performance of the lst and multitest reagents. Abnormality is patient specific although on 2 different patients. This is not related to covid vaccine status as one patient has had the vaccine, the other hasn¿t. Lab is trying to get more information to see if the observation can be explained by treatment similarities.

Manufacturer narrative:
H.6. Investigation: ¿ scope of issue: the scope of the issues is limited to (B)(4), multitest cd3/cd8/cd45/cd4 with trucount, ce. ¿ problem statement: issue with cd4 results between bd multitest and lst reagents when used with patient specimen. Lst results showed cd4+cd8+, and multitest results showed cd4+cd8-. No difference was observed when used with normal specimen. ¿ manufacturing defect trend: there are 0 qn¿s related to the reported issue. Date range 04/09/2020 to 04/09/2021. ¿ root cause analysis: based on the investigation result the root cause was not determined. ¿ complaint history review: there are 2 reported performance complaints including this complaint. Date range from 4/09//20 to 04/09/2021. ¿ risk review. Bd multitest and bd tritest device family ivd devices risk analysis, rev 06 sap doc# 10000452372 was reviewed. Hazard(s) identified? Yes / no. Hazard #: 3.1.12. Hazard: functional. Hazard cause: the device is unable to accurately identify the markers of interest. Harmful effects: wrong result (potential patient harm). Severity: 3. Probability: 5. Risk index: 15. Risk control: (1) the design of the device will include antibodies specific for the markers of interest, and requirements for accuracy will need to be meet. (2) the manufacturing process has been validated, and appropriate qc testing is in place to confirm device performance for each batch of reagents. Implementation: (1) development report for antibody clones used in the reagent, (2) accuracy protocol (sap#10000239247), (3) process validation which includes pfmea,( 4) reagent 60- stage and 91-stage qc testing. Effectiveness: labelling approval. (1) development report for antibody clones used in the reagent, (2) accuracy report (sap#10000361501), (3) process validation reports which includes mitigated pfmea (337166-01fmea) (4) batch records showing passing qc testing results. New hazard: none. Mitigation(s) sufficient yes. If no (to above), what actions will be taken? ¿ a risk analysis is not required if this is not a safety or reportable event. ¿ batch history record (bhr) review: the following batch records were reviewed. (B)(4) multitest cd3/cd8,cd45/cd4 with trucount. (B)(4) multitest cd3/cd8/cd45/cd4 reagent the materials met all the manufacturing specification prior to release. ¿ returned sample analysis the sample was not requested to be returned. Retain sample was used to stain normal peripheral blood specimen for the complaint investigation. ¿ retain sample analysis: normal peripheral blood specimens were stained with retain sample of the multitest reagent. Analysis of the dot plots have demonstrated that the four markers of interest, namely cd3, cd8/cd45/cd4 were identified, and the reagent performed as designed. The complaint is related to an lst complaint. Based on the investigation results, the 4 markers that is common to both reagents, although not of the same fluorophores, are performing as expected when used to stain normal peripheral blood specimen. ¿ conclusion: based on the investigation result: the complaint was unconfirmed.